Event description:
It was reported that fluid could not flow out after a nurse injected a drug solution into the fill port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the actual sample was not returned. However, baxter received a photo of the sample for evaluation. Photographic evaluation did not show evidence of the reported condition. No additional observation was noted from the photo. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available.